Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device and internal components noted no abnormalities. Additionally, the valve was found to be opened. The surfactant was no longer in the device. During functional evaluation, tactile inspection of the power switch confirmed that the switch was fully activated. The device was dismantled and new batteries were connected to the device. The light-emitting diode (led) turned on and the device was warming. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had damaged seal and the fluid poured out too much when they opened the device. No patient involved in this event.